Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during an ankle joint arthroscopy using an osteoraptor anchor, after the anchor was inserted, the anchor loosened and fall out. The procedure was completed with 30 minutes of delay using a smith and nephew backup device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image found that the anchor is on the distal end of the shaft. The sutures are not shown. The complaint was not confirmed. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an ankle joint arthroscopy using an osteoraptor anchor, after the anchor was inserted, the anchor loosened and fell out from the bone hole. The anchor was removed from the patient by pulling it out. The procedure was completed without a significant delay using a smith and nephew backup device. It was necessary to drill an additional hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image found that the anchor is on the distal end of the shaft. The sutures are not shown. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the anchor shows signs of deformation from use. There is debris on the device. A functional evaluation could not be performed due to the condition in which the device was received. Based on the information provided, the anchor was removed from inside of the patient by pulling it out. According to the report, the procedure was completed without a significant delay using a smith and nephew backup device in an additional bone hole. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.